Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The returned data have been analyzed. The analysis revealed that the clinical observation resulted from a battery voltage lower than expected, triggering by design a warning message to alert the user. However, the current consumption was found to be normal. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery. A prediction of the remaining service time is thus not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a battery voltage lower than expected, leading to the clinical observation. For further insights regarding the root cause, an analysis of the device itself would be required. Should the device become available for analysis, the investigation will be updated.

Event description:
(B)(6) 2018 - notified that during an in office follow-up there was a battery error alert. Device function is normal. (B)(6) 2018 - based on the data analysis, this is reportable.

Manufacturer narrative:
We received the manufacture date and the evaluation codes.